Event description:
The customer reported there the images produced were degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and the connectors were repaired during the service call. The system was tested and found to be working as intended and put back into service.